Event description:
It was reported to philips that the pins on the battery pca in port a were bent. There was no reported patient involvement.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the pins on the battery pca in port a were bent. There was no reported patient involvement. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pins on connector j1 were damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective. Following the evaluation, the battery pca was scheduled to be scrapped.